Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called the philips response center (rc) to report that when the device is off it makes a noise and displays an english error message "impossible to execute a functionality test". There was no patient involvement.